Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer was provided with complete pump reset instructions by technical support and planned to reset pump when ready and contact support again if issue persisted.